Event description:
Customer reported a low o2 and co2 readings from gas module ii. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit and adjusted the voltage. Unit was calibrated and verified to perform accurately.